Event description:
Country of complaint: (B)(6); customer claims: clip could not be loaded properly. After several clippings, the clip jammed.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014; manufacturing site evaluaiton: evaluation is ongoing.